Event description:
It was reported that the patient was scheduled to undergo lead explant due to infection. It was reported that the generator was previously explanted due to the infection. The surgeon indicated that the patient underwent generator explant on (B)(6) 2014 and lead replacement on (B)(6) 2014. The patient had wound dehiscence and pus. The surgeon reported that there was no patient manipulation or trauma that caused or contributed to the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.